Event description:
Patient with previous history of bilateral implants (manufacturer) physician unknown had these replaced with reflexion implants (both feet) in 2004. In december 2004, patient had pain and one swollen foot. Doctor opened tow to find grey coloring around implant. Implant appeared solid and doctor closed. Patient came back in 2005, complaining to same symptome. Doctor did x ray and implant appeared to have shifted in left foot. Right foot okay. Scheduled reoperation for left foot. Physician removed implants, patient currently doing well.